Manufacturer narrative:
Pt identifier is not available for the site. Lot number for this device not available at the time of this report. Device MFR date cannot be determined until the lot number is made available. Part not returned. Medtronic rep at the site was unable to replicate the issue; also confirmed that the instrumentation is in working order with no further issues reported.

Event description:
A medtronic rep reported the apt awl (awl/probe/tap) was inserted into the vertebral body, and when the geometric array/handle was rotated, the cross-hairs moved even though the awl tip was not. No impact on pt outcome was reported.